Event description:
On 3/15/01, rptr received the following info: on 3/9/01, charge nurse (or) received call from alcon sales rep inquiring as to whether recall notice had been received. Charge nurse advised no; requested immediate fax. 3/12/01 recall notice via fax. All identified serial numbers removed from inventory. Review of inventory revealed 10 lenses in stock; 3 previously implanted, review of 3 implanted lens and pt identification made, on 3/13/01 express mail recall received from alcon, on 3/14/01 infection control nurse reviewed records, called to physicians offices (of 3 pts), identified to physicians and explained recall. On 3/15/01 infection control nurse notified risk mgr. On 3/16/01 materials mgmt sent confirmation receipts. Facility action form to MFR (alcon). On 3/23/01, contacted FDA; ophthalmics analyist; and sent copies of recall and follow-up, epr request, via fax.